Manufacturer narrative:
The investigation was completed. No product returned. The cause of the issue was not determined as limited clinical information was provided. No data logs were returned. The cause of the issue was not determined as no data logs or product was returned and limited clinical information was provided. A device history reviewed was completed and passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 as a bridge to transplant. While on support, a hematoma was reported at the site of the impella insertion. Additionally, the echocardiogram showed the impella 5.5 was pointing to the mitral valve; there is no information at hand that indicates actions outside of troubleshooting and compromise to patient's support. Ongoing intermittent suction alarms were noted with no stated resolution. There was some bleeding noted at the surgical site. Anticoagulants were paused. The impella dressing was changed frequently with oozing noted. Hematoma was noted as stable. One unit of blood products was transfused. The patient remains on impella support on the date of this report.

Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).